Event description:
Synopsis: this is follow-up #1 to an initial report in which a consumer reported having debridement treatments with an enzymatic cleaner performed as a result of first and second degree burns received after using a thermacre pain relieving heatwrap, back, size l/xl on 25-jun-2005. Follow-up phone call to the consumer in september 2005 revealed that she had been hospitalized as a result of injuries sustained from an automobile accident 07-jun-2005. She had been using the heat wrap due to these injuries. She also stated that she was left with scars as a result of the burns.

Event description:
A consumer reported that they used thermacare pain relieving heatwrap, back, size l/xl wrap 1 applic for 6 hours while sleeping, 1 /day for 1 day in 2005 and reported the following: infection buttock(s) beginning two days later, burn buttocks(s) beginning two days earlier, blisters buttock(s) / blistered back (blisters popped open) beginning same day, pain on buttocks (skin)/hurt them bad, injury, diabetes (contra cond). Treatment: silvadene cream, cipro. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - drug hypersensitivity, medical history - bipolar disorder, diabetes mellitus. Concomitant medications included: prozac, lodine, seroquel, klonopin, prilosec. Exact product used previously: yes, one to three times weekly for years. Five days later drug and poison info center follow-up phone call: the consumer reported that they had seen their physician and was now using silvadene and cylocaine. A week later, the consumer reported that they had been up the last three nights, unable to sleep because of the pain. Pt had been sleeping in a recliner or on the sofa with a foam donut to help their hip area. Pt stated that they wore the wrap for six hours and then noticed that something was pulling and hurting them; when their roomate removed the wrap, the skin came off with it. The consumer had used thermacare hundreds of times before with no problems. The next day received consumer's follow-up call: the consumer still had raw burns. A week later received consumer's follow-up phone call: the consumer had just found out that pt will have to undergo painful whirlpool and debridement treatments everyday or every other day because of the second degree burns and an infection they developed with use of the thermacare product. Pt had used the products previously, two to three times per week. The consumer reported that their wounds had gotten infected and that a home care nurse was coming out that day at 16:00 to evaluate their wounds. Pt might have to undergo painful whirlpool therapy and debridement. The consumer had used thermacare over 20 times and never had a problem, pt had slept in the product many times and never had a problem but this time the product was burning bad and pt had their roomate look at it and when they pulled it off, the skin came off with it. Pt had 2nd degree burns on their buttocks after wearing the thermacare wrap for six hours. Pt had been in excruciating pain and had done everything their doctor advised them to do, including cleaning and dressing the area four times daily everyday. About two weeks later the consumer wore the thermacare wrap from midnight to 06:00 about a month previously to treat low back and scrum pain. Pt felt burning at 06:00, pulled off the pad and some skin came off; the wrap gave pt first and second degree burns and left blisters that had bursted. Pt consulted their physician who recommended applications of silvadene cream 1%, lidocaine ointment 5%, bandages and tape four times daily. The symptoms were still present and pt continued the recommended treatment including percocet 5 mg, 1-2 every 4 hours to treat burn pain. The case outcome was not recovered/not resolved. Past medical history inculded: drug allergy - drug hypersensitivity, medical history - bipolar disorder, diabetes mellitus, gastrooesophageal reflux disease, migraine, convulsion, blood cholesterol, anxiety, cerebrovascula accident may-2004, arthritis, microalbuminuria, wight decreased, disability. Concomitant medications included: prozac 20 mg, 2/day to treat bipolar disorder, lodine 400 mg, 1 /day to treat arthritis, seroquel 600 mg, bedtime to treat seizures, klonopin 2 mg, 2 /day to treat anxiety, prilosec 20 mg, 2 /day to treat acid reflux, crestor 10 mg, 1 /day to treat cholesterol, accupril 10 mg, 1 /day to treat microalbuminuria, buspar 10 mg, 3 /day to treat bipolar disorder, plavix 75 mg, 1 /day to treat stroke, phenergan 25 mg, 2 /day to treat upset stomach, verapamil extended release 480 mg, 1 /day to migraines, zanaflex 4 mg, 3 /day as muscle relaxant. Exact product used previously without incident: yes, "over 20 times easy" since the product came out; 2-3 times daily including overnight while sleeping. Other product used previously without incident: yes - other heat products for pain relief for 20-30 minutes each time within one month. Four days later the consumer had used thermacare previously, 2-3 times per week. Pt was not doing very well. They had to sit on their left side because they could not sit on their right side. Pt had to sometimes lay on the couch or on a recliner and sleep; pt did not sleep 4 nights out of 7 because pt was up walking around. Pt was in a lot of pain and was on morphine. The consumer reported that this was approximately the 5th or 6th week, pt was home bound, and they could not drive or anything. The consumer reported that their treatment included very painful debriding with an enzymatic-like cleaner three times weekly beginning jul 2005. Eight days later the consumer applied the thermacare wrap to their buttocks and they practically had to peel it off six hours later. Patient could "see each individual place that was there" except for the right side, the whole strip of their skin was missing. Past medical history included: drug allergy - drug hypersensitivity to betadine, bipolar I disorder, surgery, thermal burn. The consumer had previously slept with a tens unit in conjunction with the thermacare wrap on their back and never had a problem. No further info was provided.

Event description:
This is follow-up #2. In a follow-up phone call from consumer on 01-dec-2005, the consumer was referred to a wound care center for debridement of wounds. Wound care by a home health care facility continued through october 2005. Treatment by the home health care facility consisted of accuzyme to debride the wounds, normal saline to cleanse the wounds, application of silvadene cream and lidocaine ointment, and dressing with xeroform gauze and absorbent foam to all regions. Home health care records revealed that all wound drainage had ceased and that wound edges were pink with wound bed consisting of granulation/epithelial tissue. Surrounding tissue remained reddened, but that the left buttock was healed. The right buttock had a scab.